Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse replaced interconnect cable and cabling for ma sense between high voltage tank - filament driver and generator driver - backplane. Generator boards were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.